Event description:
It was reported that the patient had been reprogrammed one time on record. The patient reported a loss of stimulation and a loss of therapeutic effect; it was unknown if it was sudden or gradual. The patient was advised by her primary pain physician to keep their implantable neurostimulator (ins) system but the patient had the system removed on (B)(6) by the implanting physician without the pain physician¿s knowledge. When the patient came to a follow-up appointment on (B)(6) the pain physician became aware that the patient had the system explanted. It was unknown what the cause of the event was, if the issue was resolved, or if there were any patient symptoms or complications associated with this event. The manufacturer¿s representative (rep) was not aware of the patient needing further reprogramming. No further follow-up was planned with the patient at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).